Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use. Repeat cue covid-19 test provided a negative result; test date is unknown. The customer did not respond to technical support attempt to collect additional information. No further information including cartridge lot number, cartridge serial number, reader serial number, patient specific information or if any outside confirmatory tests were taken.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.